Manufacturer narrative:
The investigation was performed on the basis of the provided information and the on-site inspection. A log file was not available unfortunately. Therefore a detailed reconstruction of the case in question was not possible. The fabius is 12 years old. Due to this fact it can not be excluded that the reported ventilator failure was caused by wear and tear affects of the motor assembly. In case of a ventilator failure the unit shuts down automatic ventilation which is accompanied by an audible alarm and a visible alarm message "ventilator fail". In this case the user can switch to manual ventilation in which monitoring in still functional. A full upgrade to current parts was performed on-site due to the extensive lifetime of use and to ensure the compatibility to new parts. In line with these service activities the motor assembly, processor board, power supply, display assembly, battery, cosy and diaphragms were replaced. Finally it was not possible to determine which single component has caused the ventilator failure definitely. The unit was tested after the repair and was returned to use.

Event description:
It was reported that at the end of a case a vent failure occurred. The customer manually vented the patient. No patient injury reported.